Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore that leaked blue-green fluid. The patient's physician believed the wound was infected and prescribed acetic acid in a dry dressing with normal saline. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation improved.